Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin flow block alarm. The customer blood glucose level was 529 mg/dl. Customer stated the insulin exited. The customer reported that they delivered 14 units as correction bolus. Customer stated the cannula was not bent. The customer reported that the it was unknown if the auto mode was active during reported event. The insulin pump will not be returned for analysis.